Event description:
Boston scientific received information from the patient that the power cord for this latitude communicator was hot and smelled like burning. The communicator was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the communicator and power cord were thoroughly inspected and analyzed. The power brick failed to output any significant voltage while plugged into an ac power source for 20 minutes. The brick became excessively hot during voltage and temperature measurements. The power brick's case temperature reached 95.3 degrees celsius. Its case melted slightly near the strain relief during the temperature and voltage measurements. There was an audible ringing sound made by the brick while plugged into the ac source. There was no burning smell noticed. The brick's green led was not on while plugged into the ac source. Lab analysis was able to confirm the clinical allegation.